Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited high out-of-range pacing impedances and loss of capture (loc) upon interrogation during the patient's hospitalization for an unrelated issue. It was noted that rv lead parameters had been elevated on a previous occasion approximately one year prior but returned to normal. The most recent episode was attributed to the patient's abnormal blood chemistry due to haemodialysis. Left ventricular (lv) lead pacing thresholds were also noted to be high. A revision procedure was performed wherein the pace/sense portion of the lead was surgically abandoned and a new pace/sense lead implanted. The lv1-is1 adapter was removed from the lv lead as it was no longer needed. All measurements were within normal limits post-revision when attached to the new cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. The high voltage portion of the rv lead remains in service.